Manufacturer narrative:
(B)(4).

Event description:
It was reported during a new system implantation, the atrial lead was connected with the device and it was measured upper out of range pacing lead impedance. The sensing amplitude could not be detected. The atrial lead was taken out, connected to the psa, and measured normal measurements. The out of range measurement repeated using the rf antenna. The device was replaced. No adverse consequences were detected.

Manufacturer narrative:
(B)(4). The reported field event of a connector anomaly, loss of sensing, and high pacing lead impedance were confirmed in the laboratory. Visual inspection identified parylene coating on the atrial contact spring. This material prevented the lead from fully inserting into the header.

Event description:
Additional information also noted a possible connection issue.